Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced and never in service. No adverse patient effects were reported.